Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing/short of breath, lung disease. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged an issue related to bipap device sound abatement foam. The patient has alleged difficulty breathing/short of breath, lung disease. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected the device and observed the following from an external and internal inspection: observations are unknown white dust-like contamination at the air inlet, unknown brown and black dust-like contamination/fibers at the iso (international organization for standardization) port, unknown brown and white dust-like contamination/fibers at the modem accessory area of top enclosure, potential hair/fibers on the inside of the front display panel, potential hair on the top of the blower box, black contamination at the air outlet of the blower box, unknown brown dust-like contamination on the inside of the blower box, unknown dust-like contamination on the outside of the blower motor. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Evaluation method code, evaluation results code and conclusion code grid has been updated.